Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. Device not returned.

Event description:
It was reported that multiple intermittent minimum fill notifications occurred after the user filled the cartridge with "under 300" units of insulin during the load sequence. Reportedly, the customer loaded cold insulin into the cartridge. Customer re-loaded the cartridge to resolve the issue. Customer¿s blood glucose level was 107 mg/dl.